Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the alarm was unable to be cleared. Customer's blood glucose was over 600 mg/dl with diabetic ketoacidosis. Customer went to the emergency room and was subsequently hospitalized. A healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin and fluids. There was no reported permanent damage to customer. Reportedly, customer was expected to be discharged from hospital on (B)(6) 2019. Tandem technical support explained to the customer how to clean the blocked speakers holes on the back of the pump. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.